Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the field representative reported difficulty updating the device with the most current software. The field representative rebooted the programmer, which resolved that issue. Then, the field representative was unable to interrogate the s-ICD with an error message stating, "unable to pull up patient name". Boston scientific technical services (ts) discussed the programmer may have picked up the wrong device or this could be caused by poor telemetry. Ts recommended trying again and the field representative was able to successfully interrogate the s-ICD.